Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro (us) vh-3000 switch got stuck and wouldn't activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro (us) vh-3000 switch got stuck and wouldn't activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was received for evaluation on 05/08/2020. An investigation was conducted on 05/27/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and slight charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The gray silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The toggle switch was pulled back to and returned to its normal position, with no visual or physical defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical issue" was not confirmed but was confirmed for the analyzed failure "material twisted/bent wire".

Manufacturer narrative:
Internal complaint number: (B)(4). The device was received for evaluation on 05/08/2020. An investigation was conducted on 05/27/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and slight charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The gray silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The toggle was positioned at the center position as instructed in the instructions for use. The jaws closed as soon as the toggle was positioned at the center. The toggle was then pushed in the forward most position which resulted in the opening of the jaws as intended. The toggle was then pulled until resistance was met. A click sound was heard when the toggle attained the most proximal position. The toggle was not found to be loose or disconnected. No visual or physical defects observed. The handle was opened to evaluate the toggle. There were no non-conformities observed with the toggle. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical issue; toggle" was not confirmed but was confirmed for the analyzed failure "material twisted/bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro (us) vh-3000 switch got stuck and wouldn't activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.